Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve was implanted on (B)(6) 2014 and explanted on (B)(6) 2022 due to leak. Upon removal, the valve tore away from the unitized rickham reservoir and there was a hole in the cylindrical chamber.

Manufacturer narrative:
The precision valve (ID ns5479) was returned for evaluation. Failure analysis - the valve is a precision valve with 4 dots. The valve was visually inspected; the proximal connector was detached from the valve, a cut/tear in the silicone housing were the proximal connect should be connected was noted. The complaint is confirmed. The proximal connector was visually inspected a lot of marks were noted in the connector. The root cause for the leaking issue reported by the customer is due to the cut/tear in the silicone housing. The root cause for the cut/tear in the silicone housing is probably due to a sharp or pointed object coming into contact with the silicone, as noted in the "IFU" silicone has a low cut/tear resistance. The root cause for the marks in the proximal connector are possible due to unshod forceps or sharp or pointed object coming into contact with the connector.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve was implanted on (B)(6) 2014 and explanted on (B)(6) 2022 due to leak. Upon removal, the valve tore away from the unitized rickham reservoir and there was a hole in the cylindrical chamber.